Manufacturer narrative:
Device evaluation not possible due to the product being discarded.

Event description:
Per complaint (B)(4), a 6035-30cb dental abutment base did not fit the respective analog. The label was correct, but the incorrect part was received.